Event description:
Review of log file data revealed motor start events with parameters outside of the typical range and that ventricular assist device (vad) exhibited a low flow alarm. The cause of the motor start events was not known, but it was stated that "the patient is a poor historian about (double) power disconnects." The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: / serial#: (B)(6) d9: no. H3: no. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6), one (1) controller ((B)(6)), and one (1) controller ac adapter ((B)(6)) were returned for evaluation. No performance allegations were made against the returned controller ((B)(6)) or the controller ac adapter ((B)(6)). A review of the devices¿ history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis associated with (B)(6) revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection with in each 15 minute interval. Log file analysis revealed several instances of momentary disconnections involving an adapter within the analyzed period. Momentary disconnections will result in an audible tone or ¿beep¿. (B)(6) had been lubricated prior to release. Failure analysis of the returned pump revealed that the device passed functional testing, dimensional verification and visual inspection; there were no anomalies that could compromise the performance of the pump. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis also revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period and thirty-one (31) low flow alarms logged since (B)(6) 2025. Log file analysis also revealed motor start events recorded on (B)(6) 2025 at 10:12:50, 10:13:11, 10:23:18, 10:29:21, 10:50:49, 10:51:11, 10:52:34, 11:26:16, 11:30:32, 11:32:17, and 11:33:34, on (B)(6) 2025 at 10:42:33, on (B)(6) 2025 at 12:17:51 and at 12:28:26, and on (B)(6) 2025 at 13:08:05 and at 14:40:09, in which the motor start parameters were atypical. Of note, the patient chose to undergo a vad exchange. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotati onal speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching events can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and the associated controller ac adapter fall in scope of this CAPA. The most likely root cause of the observed contamination within the controller power ports can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was also exhibiting "power toggling". Due to vad stops related to double power disconnects and the motor starts with atypical parameters, the patient chose to undergo a vad exchange.

Event description:
It was further reported that a controller and controller ac adapter was returned to the manufacturer. Manufacturer's analysis subsequently revealed an interoperability problem, environment problem, material and or chemical problem was identified.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Controller (B)(6), and controller ac adapter (B)(6) were returned for evaluation. No performance allegations were made against the returned controller (B)(6), and the controller ac adapter (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the devices¿ history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned controller ac adapter revealed that the device passed visual inspection and functional testing. Failure analysis associated with (B)(6) revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection with in each 15 minute interval. Log file analysis revealed several instances of momentary disconnections involving an adapter within the analyzed period. Momentary disconnections will result in an audible tone or ¿beep¿. (B)(6) had been lubricated prior to release. Log file analysis also revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period and thirty-one (31) low flow alarms logged since on (B)(6) 2025. Log file analysis also revealed motor start events recorded on 17/jun/2025 at 10:12:50, 10:13:11, 10:23:18, 10:29:21, 10:50:49, 10:51:11, 10:52:34, 11:26:16, 11:30:32, 11:32:17, and 11:33:34, on 19/jun/2025 at 10:42:33, on 29/aug/2025 at 12:17:51 and at 12:28:26, and on 26/sep/2025 at 13:08:05 and at 14:40:09, in which the motor start parameters were atypical. Of note, log files associated with (B)(6) revealed that the controller was not in use during the analyzed period. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on an investigation conducted under CAPA: pr00574181 and the available information, the most likely root cause of the reported power switching events can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and the associated controller ac adapter fall in scope of this CAPA. The most likely root cause of the observed contamination within the controller power ports can be attributed to the handling of the device. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller, d4: serial#: (B)(6), h3: yes, d1: controller, d4: serial#: (B)(6), d9: yes, return date: 22-dec-2025, h3: yes, d1: controller ac adapter, d4: serial#: (B)(6), d9: yes, return date: 22-dec-2025, h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b1) adv evnt/prod prob: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.